Event description:
Multiple medical problems beset this pt. A critical radiograph was ordered electronically. It was not executed timely. The radiologist's report describing a life critical interval change was electronically sent to an emr. There was not an indication that updated results had been deposited. No one knew they were there. No one read the report. The delay in the diagnosis in this life critical situation delayed therapeutic intervention by 24 hrs. The pt died. Results that are deposited electronically are recorded silently. It is frequent that they are not seen in a timely manner.